Manufacturer narrative:
Treatment sheets have been provided and are currently under review by the post market clinical staff. Currently, a device has not been returned for evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
A peritoneal dialysis nurse reported that on (B)(6) 2014 the patient was seen in the clinic and was transferred to the emergency room. The patient was swollen / full of fluid and they were having trouble removing fluid. He is having issues with very low albumin. The nurse stated that peritoneal dialysis was not working for the patient anymore. The patient was in the hospital (B)(6) 2014, and he was discharged on hemo dialysis.